Event description:
It was reported that undersensing of r wave was seen during a vf episode. All other electrical parameters were in range, and the patient terminated on its own. The device was reprogrammed successfully and patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that an episode of t-wave oversensing was observed. The device was reprogrammed and the patient is in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that an asymptomatic patient was presented in clinic for follow-up after receiving inappropriate hv therapy. Post-sensed t-wave oversensing was observed on the ventricular channel via stored egm. Low ventricular sensing was noted. Programming changes were made; device remains implanted. Patient was in good condition.